Event description:
The facility rep reported the pump intermittently shuts off. This was found during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.